Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the office due to a patient notifier alert. Upon interrogation the alert showed high voltage lead impedance (hvli) was out of range. Possible setscrew loose issue or competitor's lead issue. Recommend to open pocket to check security of setscrew. The physician opted to reprogram the shock vector. The patient will be monitored.